Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4), description: linear st lead, 70cm model#: sc-4316 lot#: 17310478 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptoms were redness, swelling, and an open sore allowing the ipg to be seen from the exterior. It was believed that the infection was not device related. The patient was prescribed antibiotics. The patient underwent an explant procedure of the ipg and some parts of the leads.